Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 116 mg/dl, 102 mg/dl, 182 mg/dl. Tests were done within <10 minutes with a difference of 35%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "customer ran 3 back to back tests using seperate finger sticks".